Event description:
It was reported that during a laparoscopic peritoneal biopsy, ovarian cancer staging procedure, the device was used for two hours when an instrument error code displayed on the generator. The surgeon detached and re-attached the instrument and instrument error displayed again. A new instrument was opened and functioned well to complete the procedure. No reported pt consequence.